Manufacturer narrative:
A ge oec service representative investigated the issue and removed the x-ray controller pcb with a generator interface pcb as a fix and upgrade. The flash memory was erased and reloaded, and the filament was re-calibrated and the candlesticks were cleaned and re-greased. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed ad channel 0 error code during a procedure.